Manufacturer narrative:
The insulin pump had operating currents within specification and no battery out limit alarms were noted. The insulin pump passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. Corrosion was noted at the battery tube. The insulin pump had a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized. Her blood glucose value at the time of the admission was 600 mg/dl; treated at the hospital with insulin drip. It was stated that the customer was had a heart attack. Customer was wearing the insulin pump at the time of hospitalization. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles. Customer was able to rewind and perform manual prime. Customer did not find an insulin leak. Customer stated that time and date are incorrect and is unsure if the basal rates and bolus wizard are set up correctly. Insulin pump failed the high pressure test twice. Nothing further reported.